Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, damage (physical or cosmetic), rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit passed self test, sleep test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and active current measurement test. Unit was downloaded successfully using thump software. During download history review no relevant alarms confirm on event date in download history files to confirm complaint code. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. The adapt tool recorded several no delivery alarms around the complaint call date. Three no delivery alarms were recorded on (B)(6) 2024 from 12:06:00 through 12:10:29 hour and seven additional were recorded on (B)(6) 2024 from 11:48:06 through 12:04:14. Proceeded with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. No moisture damage noted on electronic assembly. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case on battery side, scratched case, pillowing keypad overlay and stained keypad overlay. In conclusion, unable to confirm customers allegations of short battery life due to unit was tested successfully and the power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No unexpected battery related alarms or rewind anomalies during testing. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.